Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on 09 september 2023.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor replacement alert with error code ec1 was triggered on 06 september 2023 at 09:39 am (day 132 of sensor life). The return material authorization (RMA) was issued for sensor replacement. Sensor was requested to be returned for further evaluation. However, it was never received. As a result, no further investigation or root cause analysis was possible.